Manufacturer narrative:
Additional product component: model number / catalog number: 72404156, serial number: null, batch / lot number: 126604003, model / catalog description: reservoir 100 ml pc/iz.

Event description:
It was reported that the patient experienced the device would no longer work and felt like it was coming apart and cannot pump anymore with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the patient has a follow-up with the physician on (B)(6) 2019. The patient is also concerned about the recall of the device and is afraid that he would not be having the same implant that he currently has now. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.